Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jun 14, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed deformed and the cartridge tube crack. The lens was also observed stuck in cartridge. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted, hence not explanted. Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was pushed out of the side of the cartridge tip when the surgeon started twisting the injector knob. It was confirmed that the tip of the device cracked and the lens was not entirely pushed through the side of the cartridge tip. The lens did not make any contact, however, the tip of the cartridge was inserted into patient's right eye. However, there was no patient injury and the surgeon removed the cartridge tip from the eye without any issue. The procedure was completed using another lens of same model and diopter (sn_2710902012). No further information is available.